Manufacturer narrative:
Angiogram analysis (dated october 29, 2020) indicated the following: 1. Ostial lesion of a dominant rca is noted. 2. Tight lesion of a small m1. 3. The lad is very calcified with a hazy tight lesion at the bifurcation of d2, which is small artery. 4. The lesion appears to be at the distal end of the stent in the mid-lad. 5. Ostial lesion of d1. 6. Wiring of lad and d2 is done. 7. Pre-dilation of lad and d2. 8. A 3rd stent is implanted in the mid-lad with a good angiographic result in the lad. 9. Flow in d2 is compromised. 10. Kbt of lad and d2 is performed, the flow in d2 and lad is timi3. 11. Pci to the ostial lesion of the rca is done. 12. A stent is implanted in the ostial rca with a good angiographic result in my expert opinion: the event is possibly related to the stent. According to the angiogram analysis, medinol was able to attribute of the event to a single device (lot#: lnrin00362) detailed in MFR report#: 3003084171-2020-00010.

Manufacturer narrative:
As the report include information on two (2) sizes of the elunir product and since each MDR present only one (1) product, this report is related to one (1) out of two (2) elunir's products, involved in this event. MFR report # for the other product: 3003084171-2020-00010. The event became known as part of the protocol binding routine periodic follow-up for patients participating in (B)(6) clinical study.

Event description:
On (B)(6) 2020 the following complaint received at medinol: on (B)(6) 2020, 146 days following the index procedure the subject started complaining of shortness of breath with just a few steps. On an unspecified date in (B)(6) 2020 the subject underwent a non-diagnostic electrocardiography due to lbbb pattern with maximum 85% pulse achieved with impressive and fast fatigue. A thallium stress test was performed that demonstrated small to mild lateral ischemia consistent with cx or marginal branch, severe ischemia of small to middle size in lad. An echo also demonstrated global function and normal area, 65% ef, no valvular disorder, mild blockage in the outer of the left ventricle by corda, considered an insignificant finding to explain his complaints. The subject was then referred for elective catheterization due to resumption of exertional chest pain and shortness of breath. On (B)(6) 2020, the subject underwent a cardiac catheterization which demonstrated a three-vessel disease. Left main - stenotic 15%; lad mid - patent stent; lad mid to distal - stenotic distal stent edge 95% (>5mm from the stent); 1st diagonal, ostial - stenotic (across stent) 90%; circumflex - irregular and calcified; 1st marginal, proximal to mid-stenotic, calcified, long lesion 90%; 2nd marginal, mid - stenotic calcified 20%; lad/d2 plus rca (not discernable) pci (not discernable) ; rca ostial-stenotic, calcified, damped press 90%. Following the angiography, the subject underwent pci and drug eluting stent to the mid-to-distal lad (95% to 0% final diameter stenosis); pci and des to ostial to proximal rca (90% to unspecified % final diameter stenosis); pci (balloon) to ostial to proximal 2nd diagonal (90% to 0% final diameter stenosis). No dissection was observed during the revascularization procedure. The severe stenosis in om1 was left untreated since the subject had remained asymptomatic from the previous catheterization. He will be treated conservatively but will be evaluated for repeat intervention if his symptoms continue. The subject recovered from the event of unstable angina on (B)(6) 2020 and was discharged home to resume on eliquis, plavix and lipitor. The investigator considered the event of unstable angina not serious, moderate in severity and not related to the device or procedure initial baim safety medical assessment: unstable angina possibly related to device/procedure, not unanticipated based on known risks, referred to cec for endpoint adjudication. Atp (B)(6) 2020. Following to cec meeting held on (B)(6) 2020 it was decided by the cec members that the event is possible related to device and procedure.